Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and the ble was reset and restored to resolve the event. The patient was stable.